Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the 2.7mm variable angle lcp lateral distal fibula plate hole was stripped causing no unknown locking screws to be able to be inserted in that hole. Had to choose a new plate in order to use unknown locking screws. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 2.7mm va-lcp lateral distal fibula plate/5 holes/left. This is report 1 of 1 for (B)(4).